Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not find any errors during inspection but replaced the integrated electrosurgical unit (iesu) or erbe due to reported errors c-82 and c-00. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system there were repeated c-82 faults during activity. Technical support engineer (tse) suggested performing a hard power cycle. Both c-82 and c-00 faults were reported during system booting. Clinical sales representative (csr) mentioned a planned procedure next week (monday) and requested that the issue be fixed prior to the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: training was completed with original generator; issue occurred after completion of training.